Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a color chip failure error message. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.